Event description:
The customer received the monitor, and upon performing self-testing out of the box, discovered that there was no audio when an alarm condition had been generated. Monitor was immediately returned to the MFR.